Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: the product was received in service and repair. Evaluation found the bur lock worn, connector sleeve broken, cable worn and motor running intermittently. The device was cleaned, repaired and successfully tested to specifications.

Event description:
Clarification: it has been confirmed that this handpiece was not overheating, it was "blocked" as originally reported.

Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that the handpiece was ¿blocked.¿ clarification of the event was received, stating that the handpiece was "warming immediately with a strange sound." There was no patient impact; it was discovered during preparation for a case, the patient was not involved.